Event description:
It was reported that during an implant attempt the sheath kinked multiple times. It was also reported that after the implant was complete the right ventricular (rv) lead had high impedance, higher thresholds, and no capture. The pocket was opened and the rv lead was explanted and replaced. It was reported that the new rv lead had high impedance. The set screw was reset after reinsertion of the lead's pin. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.